Event description:
A customer reported biased control results using the total b-hcg assay on the eci analyzer. No patient results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.